Event description:
It was reported that a patient presented via a merlin.net transmission for a nonsustained lead noise episode. The nonsustained lead noise episode was caused by mismatches between the near field and far field channels that occurred when competitive atrial pacing was delivered during a slow vt. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.